Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The visual inspection of the complained screwdriver shows that the tip is badly twisted. The instrument shows normal wear marks. The manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The received condition of the stardrive screwdriver is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in february 2018 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Based on the provided information we are not able to determine the exact cause which has led to this damage. We only can assume that a mechanical overloading situation has caused the damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot . Manufacturing date: 09-feb-2018. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: h410240 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during loan kit inspection on an unknown date, silicon inserts missing from the plate cutters. It was also noted that the hex tightening ends were worn and twisted. There was no patient involvement. This report is for a stardrive screwdriver shaft. This is report 1 of 2 for (B)(4).